Event description:
The family member reported that the patient¿s pump was about to expire and their replacement surgery was scheduled for (B)(6) 2013. The patient reported their pump had always protruded a little bit, though they did not have any problems with this. The family member reported a catheter blockage, and stated that the catheter was replaced in (B)(6) 2012 because the catheter ¿stopped up right where it came out of the pump¿.

Event description:
It was reported that the patient experienced return of "excruciating" pain symptoms in shoulders which was her "normal location". The patient's pump was refilled on (B)(6) 2011, after which the patient reported a return of symptoms. Two weeks ago they did an x-ray of pump and catheter and everything looked intact. The patient went in on (B)(6) 2012 for a scheduled refill where the technician indicated that the pump was almost full and the pump hadn't delivered the majority of the medication. They removed the old medication replacing it with new medication. The patient states that the pump felt like it started to work normally again but then quit working on (B)(6) 2012. The patient planned to meet with the health care provider to discuss treatment options.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that ¿they kept raising the amount of medication but the she was not getting any relief.¿ it was noted that ¿they pulled all the medication out of the pump- none had been used,¿ so the healthcare provider ¿knew then that it was the line,¿ ¿he realized the line was broken or something.¿ it was then noted ¿they did go in and replace the line and she has been doing fine since then.¿ the date of the events was not reported.

Manufacturer narrative:
Catheter model # 8703w, lot # j0056585r, implanted (B)(6) 2001, explanted unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that patient experienced increased pain in shoulder/chest on the right side, no symptoms of opioid withdrawal. On (B)(6) 2011, a fluoro of catheter showed everything within normal limits, integrity intact, no kinks. On (B)(6) 2012, an indium study was done and it was noted that after 4 days, it was observed that the indium remained in reservoir. A pump rotor study was done on (B)(6) 2012 and indicated everything within normal limits, rotor functioning properly. Patient outcome was noted as non-serious injury/illness; patient was not hospitalized. Drugs delivered via the device were dilaudid and marcaine. A surgical revision was planned. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).